Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
[Us FDA MDR] it was reported that the device was not sensing r waves. Performance data was collected from the device and reviewed; analysis revealed a bit flip may have occurred within the device. A manual guided reset (mgr) was performed and the device remains in use. No patient complications have been reported as a result of this event. It was reported that the r-wave sensing test was not working while the vsens marker could be observed (80 bpm). Furthermore the histogram overview and the 24 hours holter were empty.